Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting while priming and the insulin pump had died without alerting low battery. The customer¿s blood glucose was unknown at the time of incident. The customer also report the failed battery test and new battery had not shown full life. The customer also report the crack on the casing of the insulin pump near the reservoir and screen was little foggy. The insulin pump will not be returned for analysis.